Event description:
Customer reported an issue with the accutorr plus monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the spo2 board. Unit calibrated and safety tested to factory specifications.